Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that attempts to interrogate the implantable cardiac monitor resulted in a software error. Once the programmer was rebooted, interrogation was performed successfully.